Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Wife tested her husband and got a reading of 56 mg/dl, and he was feeling fine, but would normally feel low blood sugar around 60's mg/dl. She thought he should have eaten, but customer was not wanting to eat, so she took him to the ER, they took a reading and got a reading of 696 mg/dl on the ER meter. The 56 mg/dl and 696 mg/dl readings were taken 60-90 minutes apart. Customer was given an IV with fluids, unknown type/amount. He normally takes 13 units of lantus and 5 units humalog prior to breakfast depending on his readings, but since his readings were in the 50's, he did not take his insulin. Customer was admitted to the hospital and still there due to other issues.